Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm. Peeled off keypad overlay and no damage noted on keypad traces.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had open book image and keypad anomaly. Customer's blood glucose level was 389 mg/dl. Customer also stated that the no pump error was displayed before the open book image was displayed on the screen and alarm was not in progress at the time the button was unresponsive and button was not unresponsive during an easy bolus attempt. It was also reported that the right and left button was not working and pressing menu button takes them to the menu screen, using the up arrow and down arrow allows them to navigate screens just only under suspend delivery settings however insulin pump was neither dropped nor exposed to moisture and block mode is inactive. Customer stated the scroll bar is moving with no input. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.